Manufacturer narrative:
Batch review performed on 07 october 2020: lot 2000441: (B)(4) items manufactured and released on 19-feb-2020. Expiration date: 2025-05-04. No anomalies found related to the problem to date, 60 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery for knee infection about 2 weeks after primary surgery. The surgeon performed a washout and poly-swap and the surgery was completed successfully. The pathogen is unknown.